Event description:
User experienced leak from underneath the analyzer and onto the floor. It was determined one of the wash pipe stoppers had been pierced. Both of the wash pipe stoppers were replaced. Wiring in the area below the leak was wet and was thoroughly dried. No adverse events reported. No patient samples involved. Per user, analyzer is now performing within specification.